Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate drive regulator. There was no patient involvement.

Manufacturer narrative:
Additional contact details: (B)(6). Occupation: biomedical engineer. A getinge field service engineer (fse) stated during pm service, fse was unable to calibrate the drive pressure regulator. Reading would only go as high as 340mmhg and could not be adjusted at all when regulator screw was turned. This in turn generated a "power up fault code # 14 - prior compressor failure etf" in normal operating mode. Scroll compressor and pressure/vacuum filters were replaced. Drive regulator calibration and compressor performance testing successfully completed. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the compressor "unable to calibrate pressure side drive regulator". System was only able to reach a pressure of 355mmhg. (Specifications is 390mmhg). No power up code #14 was observed as stated in the complaint. Retaining the compressor in the fat dept. Per procedure (B)(4) rev al. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.